Event description:
A nurse at a user facility has reported that beta cap would not properly seal onto the end of the extension set. Pd rn reports unable to adequately engage seal of beta cap, during catheter repair procedure, of several extension sets. She also states extension set would not properly secure to the catheter which resulted in a leak. Pt had an exposed catheter for over an hour. They tried to keep it covered as much as they could. Pt diagnosed with peritonitis. Pt continues with antibiotic course, no ill effects expressed or demonstrated. Effluent has remained clear. Pt continues with pd therapy without any further difficulty. There is a sample available for evaluation.

Manufacturer narrative:
(B)(4).